Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and required multiple attempts to activate the screen. There was no reported impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button to possibly resolve the issue but, despite being able to activate the display, the button remained difficult to use. As a resolution, technical support decided to replace the pump. The customer will continue using their current pump until the replacement arrives.